Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and a pacer lead pining the posterior leaflet for a triclip procedure. During the procedure, a triclip was intended to be implanted in the anterior-posterior (a/p) leaflet position while pining the heart monitor lead into the ap canyon. During positioning, the clip was successfully placed but there were challenges visualizing the insertion of the leaflets within the clip. The clip was successfully deployed when it was visualized that the clip was only attached to the anterior leaflet. A second clip was intended to be placed centrally on the anterior/septal (a/s) leaflets. During positioning, the clip became caught on the septal chordae. Troubleshooting was performed and the f-knob was turned significantly, outside of the IFU, when the f-knob cable broke. The +/- knob on the steerable guide catheter (sgc) was utilized to maneuver the clip into the a/s commissure. The clip was deployed successfully on both leaflets with some chordae attached. The procedure was discontinued, final mr was reduced to grade 4. There were no adverse patient sequela or clinically significant delays reported.